Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) of the left anterior descending artery (lad) and severe stenosis of the proximal left circumflex (lcx). The lcx stenosis was successfully treated with a non-abbott drug eluting stent and revascularization of the lad-cto was attempted by a hybrid antegrade-retrograde approach. Successful recanalization of the lad was achieved by means of a hydrophilic high torque progress 80 guide wire supported by a non-abbott microcatheter. Pre-dilatation with an unspecified 2.0x20mm balloon was performed and a 3.0x28mm absorb bioabsorbable vascular scaffold (bvs) was deployed at 14 atmospheres. Angiography revealed a coronary perforation. An unspecified jostent graftmaster covered stent was advanced for treatment; however, failed to cross; therefore, a non-abbott mesh stent was implanted. Balloon inflation at the perforation site stopped the bleeding and hemodynamic stability was restored after emergent pericardiocentesis. The perforation was sealed and the patient was transferred to the coronary care unit. Optical coherence tomography showed overlap of the absorb stent and covered stent. In summary, coronary perforation is a complication that can occur during bvs implantation in ctos that can be optimally treated by delivery of a covered stent to the perforation site. Details are listed in the attached article, titled "optical coherence tomography imaging after successful percutaneous coronary intervention treatment of coronary perforation following bioabsorbable vascular scaffold implantation: consecutive ping-pong and child-in-mother techniques".

Manufacturer narrative:
Date of event was estimated. The UDI number is unknown as the catalog and lot number were not provided. Date of implantation was estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is being filed under a separate medwatch report number. Attached article, title "optical coherence tomography imaging after successful percutaneous coronary intervention treatment of coronary perforation following bioabsorbable vascular scaffold implantation: consecutive ping-pong and child-in-mother techniques".

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.